Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-17276), was submitted on 10-dec-2025. Upon completion of the investigation, the manufacturing date was updated as 25-feb-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011558, in question was manufactured at the reynosa site device history record (DHR) review: the lot 6011558 was manufactured according to the work instruction (wi) version 12 and packaging in the line 5, on 25/feb/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, one complaint more has been registered in database for the same lot and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced improper cannula insertion with the tip bending issue on (B)(6) 2025. No further information available.